Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient woke up with chest pain and presented to the emergency room (ER). X-ray imaging revealed the alleged catheter break and migration into the heart. The port body was removed in the complainant facility on the same day. In addition, the distal fragment of the catheter was also removed via the right femoral vein with a snare on the day. Port was not replaced.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one power port isp MRI with 8 fr s/l groshong catheter was received. The sample was retuned in two segments with a broken catheter. A visual and tactile evaluation was performed. The break on the proximal segment of the catheter is uneven, presenting a granular texture along with slight polishing and discoloration. The overall shape is noted to be elliptical to the fracture cross section. The second break on the distal portion of the catheter is noted to be uneven, presenting a granular texture. No other anomalies were noted. Therefore, the investigation is confirmed for the reported catheter break; specifically due to pinch off fracture. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the patient woke up with chest pain and presented to the ER. X-ray imaging revealed the alleged catheter break and migration into the heart. The port body was removed in the complainant facility on the same day. In addition, the distal fragment of the catheter was also removed via the right femoral vein with a snare on the day. Port was not replaced.